Event description:
The pre-loaded diu300 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Patient reports his blurry vision for distance without glasses significantly interferes with his daily activities, he is visually fastidious, and is very unhappy with distance vision. There was no patient injury, no medical intervention, and no surgical intervention during the initial procedure. Pre-operative uncorrected best corrected visual acuity (bcva) was reported as 20/30 and glare 20/50 and post-operative uncorrected visual acuity (ucva) was 20/70 and bcva was 20/25+2. An iol explant procedure is scheduled for (B)(6) 2025 however, there is no confirmation that the iol explant has occurred. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section b-3: date of event: unknown as information was not provided. The best estimation date is between (B)(6) 2024 and 09-jan-2025 (iol implant and complaint alert dates). Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 08-apr-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received in a specimen cup with a piece of foam. During a visual inspection, the device was inspected under magnification. The lens was visually inspected under magnification revealing that the lens was cut in half. The lens was cleaned and inspected, and light scratches were observed on the surface of the lens. No issues that could cause or contribute to the complaint issues were observed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿cosmetic issues" observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.